Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that there was a power on reset (por) message on the patient programmer (pp) or recharger (insr). The caller noted tremors and walking was affected in the airport after going through the airport scanner. The por was cleared and the ins was turned back on. The ins was set back to normal parameters and the patient was receiving therapy. No further complications were reported or anticipated with this event.